Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A DHR review has been conducted. All paperwork appeared complete and accurate. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2005 -- the patient underwent ventral incisional hernia repair surgery. The patient's hernia was repaired with a bard composix. At about 3 months later, the patient's condition worsened progressively, and the pain she was experiencing became extremely severe and debilitating, necessitating debridement of the abdominal wall. At approx 3 months later, the patient was admitted to the hospital after developing purulent drainage at the wound site. The exposed mesh was noticeable. Hospitalization and surgery were immediately necessary. According to the operative report, the doctor performed debridement of the abdominal wall and removal of the infected abdominal wall mesh. Four days later, the patient was discharged. Because of the defective kugel patch and the multiple medical visits and surgeries necessitated, the patient has suffered and will continue to suffer physical pain and mental anguish.